Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The nurse stated the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.